Manufacturer narrative:
The getinge field service engineer (fse) that performed the repairs reported that the batteries were replaced because they were due for replacement and that there were no issues with them.

Event description:
It was reported that during routine checks, it was noticed that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. Helium was dropping much faster than it should have been. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the console cover and helium reservoir assembly due to damage. The stm tested the iabp unit extensively after the repair and found that the helium leak was resolved. Additionally, the stm replaced the batteries then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.